Event description:
According to customer, the gen.s instrument printed out the incorrect pt demographics with pt results. The incorrect demographics were printed out with the correct sample ID. At 6:37 am, a blood sample was collected from pt a. At 7:01 am, a blood sample was collected from an (out) patient b. At 7:15 am, the blood sample from patient a was analyzed on the gen.s. The printout listed the sample ID from pt a with the correct results, but with demographics from pt b. The customer determined that an error occurred based on the knowledge that the outpatient blood sample had not arrived in the lab when the sample from pt a was analyzed. The customer's lab lis interface uses the sample ID as the primary pt identifier. No erroneous results were reported out of the lab. According to the customer, the erroneous result did not affect pt treatment.